Event description:
The customer contacted stryker to report that there was a delay in their device to read an ECG signal through the paddles lead. The customer did state that it is typical practice to power on the device before applying the pads to the patient. In addition, once the device was able charge for defibrillation, when the shock button was pressed the shock was not delivered. Another attempt successfully shocked the patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the electronic records from the device. The reported issues were confirmed. It was observed that there was a delay of approximately one minute from power on until the initial rhythm was captured. It was also observed that when the first shock was attempted, patient impedance was too high for the device to recognize a patient connection and therefore the defibrillation charge was removed. It is noted that CPR had been in progress and stopped right when the defibrillation charge was removed. An electrode that does not have a good connection to the patient can cause high patient impedance. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.